Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported flared (stretched) implant struts were confirmed. The reported failure to advance and difficult to remove from the vessel could not be replicated in a testing environment as they were based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90 % stenosed lesion in the mid left anterior descending artery with mild tortuosity, using a femoral access. Pre-dilatation was performed several times at 12 atmospheres, with a non-abbott 2.5 x 15 mm balloon, opening the vessel well. The 2.5 x 18 mm absorb bioresorbable vascular scaffold (bvs) was advanced, but stuck 2 cm before reaching the lesion. Angiography did not detect any calcification in the proximal part of the lad. During retraction of the absorb, resistance was met (prior to entering the non-abbott 6f guide catheter); therefore, the absorb was removed together with the guide catheter. After removal from the patient, the proximal struts were observed to be flared. A new guide catheter was placed and a 2.5 x 23 mm xience prime stent was advanced and successfully deployed without friction. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: whisper ms; guide cath: launcher 6f, 6f launcher ebu 3.5. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The device was received. Investigation is not yet complete. A follow-up reports will be submitted with all additional relevant information.